Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon could likely be attributed to the sdi cable not the subject device, because the phenomenon was resolved with replacing the sdi cable output to the monitor. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their issue. The customer stated that he was unable to get a scope image when using a 160 series scope. Tac recommended the customer try a different maj-1430 cable, but the customer decided to switch out the sdi cable going to the monitor and that successfully got the image displayed. At this time, the device is not scheduled for returned. However, if additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that he was unable to get an image on the evis exera iii video system center when using a 160 series scope. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.